Event description:
It was reported that the patient presented for follow up in clinic with right ventricular lead dislodgement confirmed via chest x-ray. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix fully extended. The lead was measured to be within specification. Visual examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.